Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device evaluation anticipated but not yet begun.

Event description:
An (B)(6) employee reported splintering in the tka leg holder boot. Specifically the toe of the boot. (B)(6) employee reported splintering into hand during cleaning process. Case type: tka.

Event description:
An spd employee reported splintering in the tka leg holder boot. Specifically the toe of the boot. Spd employee reported splintering into hand during cleaning process. Case type: tka.

Manufacturer narrative:
Reported issue: it was reported that the boot had splintering/chips in the carbon fiber. Product history review: review of the device history records indicate 57 devices were manufactured and accepted into final stock on 12/01/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n 210080, s/n (b(4) shows 1 additional complaint(s) related to the failure in this investigation. Complaint pr: 1714069. Visual inspection: visual inspection showed splintering/chips in the carbon fiber. See attached picture. Material analysis: material analysis was not completed as no material failure was alleged. Functional inspection: functional inspection was not completed as no function failure was alleged. Conclusion: the failure mode has been confirmed. The hazard/harm combination from this complaint has been previously identified. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been no nc or CAPA associated with the product and failure mode reported in this event.

Event description:
An spd employee reported splintering in the tka leg holder boot. Specifically the toe of the boot. Spd employee reported splintering into hand during cleaning process. Case type: tka.

Manufacturer narrative:
"While reviewing the complaint record associated with this report, it was discovered that this event was incorrectly filed as a serious injury. We confirmed that this event did not cause or contribute to any life-threatening condition or permanent impairment to the patient and did not require any medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Additionally, a review of complaint history records from january 1, 2016 until today, confirmed that there have been no reports of death or serious injury associated with similar events for this device family. Finally, the device¿s associated risk documentation confirmed that the highest potential severity of harm for this hazardous situation is a s2. Therefore, we will no longer be filing reports for this event type.